Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller reported a por message on the 3037 programmer. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue.